Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and verified maintenance required codes 5, 30, 33 in the diagnostic fault log. To resolve the issue, the fse replaced the main board and the iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a maintenance required # 5. No additional information available in reference to circumstance of occurrence or patient involvement. No adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a maintenance required #5. There is no additional information available in reference to circumstance of occurrence. However, there was no patient involvement or adverse event reported.